Event description:
As reported, in 2007, this patient was implanted with gore excluder aaa endoprosthesis. In 2008, during follow-up computed tomography, it was discovered that the contralateral leg component had collapsed at the level of the aortic bifurcation. The distal waist measured at 20mm in diameter. There was no calcification or thrombus reported within the aortic bifurcation. On the next day, this patient underwent a reintervention in with ballooning and implantation of a guidant 10x38cm bare metal stent within the contralateral leg component. As reported, the patient is in stable condition.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the patient (pxt281416/lot# 05478982, pxc181000/lot# 05308779).